Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test, battery out limit alarm and low reservoir alarm. Customer's blood glucose level was 238 mg/dl. Customer advised they took out the battery from the insulin pump, changed out the infusion set and allowed the insulin pump to rest. Customer advised they took out the battery to get the insulin pump to stop beeping low reservoir. Customer advised their insulin level was low but they fixed their issues with the insulin pump rest. Customer advised the device was stuck in between time/date screen and fill cannula. Customer declined to troubleshoot the battery out limit alarm and failed battery test. Customer advised there was a dark circle at the top of the display screen.